Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. T-wave oversensing and changes in amplitude morphology measurements were noted. Testing of the system was performed and the s-ICD was reprogrammed. X-ray images were sent for review, the s-ICD remains in service. No adverse patient effects were reported.